Manufacturer narrative:
.

Manufacturer narrative:
Taper ii medwatch sent to FDA on 04/01/2016. Further information has been requested of the initial reporter regarding: implant and explant dates, implanting physician, and relevant patient information and history. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed on the device, and observed white particles on the surface of the port. The port base was observed to be discolored, and brown in areas. The port tubing had brown particles noted. A opening was observed on the tubing. An air leak test was then performed, and noted leakage from the port tubing. A microscopic analysis was then performed, and noted a smooth opening located on the port tubing. Device labeling addresses the reported event of port tubing leak as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak from tubing". The port was removed and replaced.